Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Evaluation (B)(4) apply to this testing. A software investigation was initiated; however unable to determine probable cause as the behavior could not be replicated. Evaluation (B)(4) applies to this investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system had issues booting. They reported that the system will sometimes take multiple attempts to boot up (up to four reported last time), and that the system was very loud and had a "cycling noise". No patient was present.